Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear on anterior, brown particles and weight to the specification. A visual and microscopic analysis was performed which identified striated opening on anterior, creases fold and wear abrasion. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and patient¿s concern with the product.

Event description:
Healthcare professional reported capsular contracture baker's grade iii and "patient's concern with the product". The device remains implanted. This record is for the left side.